Manufacturer narrative:
It was reported that there was an air injection while using the naviguard y-connector. The injection occurred down the coronary. The patient tolerated the air embolism without any significant issues. The etiology of the air injection remains unclear. After, they flushed the catheter and proceeded with the procedure. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
There was an air injection while using the naviguard y-connector. The injection occurred down the coronary.